Event description:
It was reported that an ilet bionic pancreas user experienced dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet after a recent sensor change, resulting in signal loss between the cgm and the ilet; troubleshooting steps included toggling sensor settings, restarting the ilet, and re-entering the pairing code without success, and the user planned to replace the sensor. The user experienced a blood glucose peak of 238 mg/dl with no associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet with intermittent communication failure, with the affected component identified as the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.